Event description:
Manufacturer received phone call at 10:00am on 03/22/00 from hospital reporting a product malfunction. Customer reports that during an emergent insertion of a 20 french chest tube, the product broke in two pieces and remained inserted into patient. As a result, the procedure had to be repeated. When product was removed from patient, customer alleges that the product was found to have cracks and splits in the trocar.